Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: right unknown mentor saline implant. (B)(4).

Event description:
It was reported that a (B)(6) -year-old caucasian female patient underwent a breast augmentation revision with mentor smooth round moderate profile 275cc saline breast implants which the left side deflated after implantation. At the time of this report, mentor has received no information regarding explantation or an expected explantation date

Manufacturer narrative:
Device evaluation summary: during evaluation of the device a crease was noted on the posterior aspect. Also a tear was observed within the crease measuring approximately 0.1 cm. No other anomalies were observed. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on 1/27/2020, indicated that the patient underwent bilateral capsulotomy, and removal and replacement as follow: left replaced with cat#:3501640, sn#: (B)(6) and right replaced with cat#;3501640, sn#:(B)(6). Concomitant product: mentor smooth round moderate profile 275cc saline breast implant, cat#:3501640, sn#:(B)(6). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 9/17/2019, additional information received indicated that the date of removal was on (B)(6) 2019. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).